Manufacturer narrative:
The ge field engineer found that the screws were loose and added loctite to all the screws and placed the system back into service.

Event description:
It was reported that the mounting screws on a collimator were loose. No injury was reported. The concern is for serious injury.